Event description:
Dr (B)(6) states patient presented with dislocation post surgery due to not following ambulation instructions post op. Upon performing revision surgery, dr (B)(6) decided to change cup position, requiring new liner and head change out

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No medical records or x-rays were made available for evaluation. It was reported by the surgeon that the patient presented with dislocation post surgery because they did not follow post-operative ambulation instructions. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and results submitted in a supplemental report.

Event description:
Dr (B)(6) states patient presented with dislocation post surgery due to not following ambulation instructions post op. Upon performing revision surgery dr (B)(6) decided to change cup position, requiring new liner and head change out